Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture and high threshold measurements. A drop in the ra pacing impedance measurements down to 290 ohms was also noted. The physician suspected the ra lead insulation had been damaged in an unrelated procedure. Temporary pacing wires were implanted in the patient. The ra lead was reprogrammed and remains in service. No additional adverse patient effects were reported.